Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call that the insulin pump was suspended and when the customer when to resume it, the device started making a high pitch noise and showed a watchdog timeout alarm. The customer removed and reinserted the battery and the screen showed a countdown and then went blank. Blood glucose value was 24 mmol/l; treated with injections. It was stated that the constant tone occurred every time the battery was inserted. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Troubleshooting was done and the display did not return. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.